Event description:
Patient was found unresponsive around 7:30am . Patient's blood glucose was reportedly tested, using the suspect device, with a result of 323 mg/dl. Based on patient's physiological state, reporter phone emergency medical services. Upon their arrival, 15 minutes later, patient's blood glucose reportedly measured 47 mg/dl, on paramedics' blood glucose monitor. Patient was subsequently transported to the hospital for additional treatment. Reporter stated that, prior to the hypoglycemic event, 300 mg/dl on the suspect device, for several mornings in a row. Based on the results, patient doubled nightly dosage of insulin glargine. Reporter was unable to provide any details of treatment received; however, she did state that patient was released from the emergency room with a blood glucose result of 123 mg/dl (obtained on a hospital instrument). Patient's current condition: not provided. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.